Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/7/2021. H.6. Investigation: the customer issued a complaint for a needle separated from barrel from the market by the end user. One (1) photo and five (5) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The returned samples were examined and no issue was observed. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that hypoint ndl27ga1/2in needle separated from the barrel. The following information was provided by the initial reporter: needle was separated from barrel during using on market. Customer tested the pfs and needle from the same batches, the same issue happened.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hypoint ndl27ga1/2in needle separated from the barrel. The following information was provided by the initial reporter: needle was separated from barrel during using on market. Customer tested the pfs and needle from the same batches, the same issue happened.